Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, sexually transmitted disease, appendicitis, abnormal uterine bleeding and endometrial polyp. Patient's current weight was 160 lbs. Concurrent conditions included overweight, menometrorrhagia and chest pain. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen (midol cramp) and nsaids since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced device expulsion ("migration of the device location of device:-traversing cornua into cavity/ migration of essure device location of device: uterus") with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain"), abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"), back pain ("lower back pain") and infection ("infection nos"). The patient was treated with surgery (diagnostic hysteroscopy myosure of the uterus and removal of left essure coil). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, device expulsion, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased, abdominal pain, abdominal distension, back pain and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, headache, heavy menstrual bleeding, infection, menstrual disorder, migraine, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff had received treatment for these injuries caused by the essure device, bleeding and migration. Discrepancy noted for essure confirmation test. Plaintiff said both yes and no. Discrepancy noted in essure insertion date as (B)(6) 2005. The patient is awaiting scheduling. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2020: status post bilateral tubal occlusions with no sign of any patency of the fallopian tubes. There is one essure device noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headaches, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, sexually transmitted disease, appendicitis, abnormal uterine bleeding and endometrial polyp. Concurrent conditions included overweight, menometrorrhagia and chest pain. Concomitant products included caffeine; paracetamol (excedrin aspirin free), ibuprofen (midol cramp) and nsaids since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced device expulsion ("migration of the device location of device: traversing cornua into cavity/ migration of essure device location of device: uterus") with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain"), abdominal distension ("gastrointestinal or digestive system condition type: severe bloating"), back pain ("lower back pain") and infection ("infection nos"). The patient was treated with surgery (diagnostic hysteroscopy myosure of the uterus and removal of left essure coil). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, device expulsion, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased, abdominal pain, abdominal distension, back pain and infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, headache, heavy menstrual bleeding, infection, menstrual disorder, migraine, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: plaintiff had received treatment for these injuries caused by the essure device, bleeding and migration. Discrepancy noted for essure confirmation test. Plaintiff said both yes and no. Discrepancy noted in essure insertion date as (B)(6) 2005. The patient is awaiting scheduling. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2020: status post bilateral tubal occlusions with no sign of any patency of the fallopian tubes. There is one essure device noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, headaches, device expulsion. Most recent follow-up information incorporated above includes: on 06-jul-2021: the case becomes serious incident. Mr received. Reporter information, other relevant history, date explanted, lab data added and product removal details updated. Event: "she did not undergo an essure confirmation test" deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.